Manufacturer narrative:
Visual inspection found the tubing wadded and tangled up inside the pack tray with the rest of the pack components. The reflex blub is missing and was not returned. The vit cutter tip protector was not returned. The needle is bent. The port window is in the opened position. The back cap is aligned correctly with the vent hole in the side of the cutter body. This cutter looks used. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good aspiration. However, the cutter did not cut. The inner needle is not reaching the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needle causing the inner needle to bind up. The root cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility in china reported that the vitrectomy cutter was not cutting yet was still aspirating during surgery. There was no patient impact.